Event description:
An (B)(6) male pt's nurse contacted zoll customer support to report constant 'attach belt' alarms and gel release. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant attach belt alarms) has been confirmed. The front te gels were deployed. The cause for the gel deployment is due to bent pins in the trunk cable connector. The root cause for the bent connector pins cannot be positively identified but is likely due to forcing the belt into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.